Manufacturer narrative:
The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and/or loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
D4: UDI: (B)(4). G4: 510k k033883. H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and/or loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
D10 concomitant devices: 3764723, 02-010-01-0220 - logic femoral ps cem left sz 2; n/a, 02-012-41-2010 or 2020 - logic tibia traptray cem sz 2f/1t or sz 2f/2t; n/a, 200-02-29 or 32 - three peg patella 29mm or 32mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 112 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, destruction of bone, osseous resorption, osteolysis, synovitis, swelling, pain, limited range of motion, difficulty walking, and loss of enjoyment of life. No further issues or complications were reported. No additional information is available.